Event description:
Related manufacturer report numbers 3006705815-2022-13863, 3006705815-2022-13864. It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. It was also found that the leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.